Event description:
Procedure: laparoscopic inguinal hernia repair. According to the reporter, the surgeon put the trocar through via an open method. After placing inside the skin, he attempted to use the syringe to inflate the balloon. However, there was an air leak in the balloon and the balloon could not be inflated. They opened a new trocar and solved the problem.

Manufacturer narrative:
(B)(4).